Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a non bsc right atrial (ra) lead and an implantable cardioverter defibrillator (ICD) recorded alerts for episodes with high, out of range pacing impedances. There were no noisy signals observed on recorded events and threshold has been stable with only one higher threshold value several weeks ago. Various loss of capture (loc) markers were observed at electrograms. A spring contact issue was suspected as the mos probable cause, options were suggested on how to avoid inappropriate therapy from the device while doing non cardiac procedures on the patient. The ICD and the ra lead remain in service. No adverse patient effects were reported.